Manufacturer narrative:
D4 - updated h3, h4 and h6 ¿ updated one suspected device was received for evaluation. The event history log (ehl) was reviewed. The cassette not attached properly alarm was noted in the ehl as stated by the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. Found air bubbled on downstream occlusion seal and dirt/debris inside downstream occlusion sensor. Replaced dso sensor to resolve the report error. This device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump reported that the pump displayed a "cassette not attached" error message occurred during pre-test. Failure of the pump to detect the cassette may lead to interruption, under-delivery, or inaccurate delivery of therapy. There was no patient involvement and no harm/adverse event reported.